Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range pacing impedance of greater than 2,000 ohms. The lv lead was surgically abandoned and replaced. The crt-d was explanted and replaced. No additional adverse patient effects were reported. It was reported that in addition to the previous reported out of range impedance measurements, it was later reported that the lv lead also exhibited loss of capture (loc) in all programmed configurations. The patient experienced shortness of breath (sob). On physical examination, it was observed that the crt-d that was implanted under the pectoralis muscle, would slide and protrude in the axilla during abduction. A repeat echocardiogram showed the patient's ejection fraction reduced to 35 percent, and showed a left bundle branch block. A chest x-ray was performed and showed the lv lead was fractured. The physician felt the cause of the lead fracture was related to the sub-muscular implant of the device and subsequent device movement due to the device not being sutured down in the pocket.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range pacing impedance of greater than 2,000 ohms. The lv lead was surgically abandoned and replaced. The crt-d was explanted and replaced. No additional adverse patient effects were reported. It was reported that in addition to the previous reported out of range impedance measurements, it was later reported that the lv lead also exhibited loss of capture (loc) in all programmed configurations. The patient experienced shortness of breath (sob). On physical examination, it was observed that the crt-d that was implanted under the pectoralis muscle, would slide and protrude in the axilla during abduction. A repeat echocardiogram showed the patient's ejection fraction reduced to 35 percent, and showed a left bundle branch block. A chest x-ray was performed and showed the lv lead was fractured. The physician felt the cause of the lead fracture was related to the sub-muscular implant of the device and subsequent device movement due to the device not being sutured down in the pocket.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range pacing impedance of greater than 2,000 ohms. The lv lead was surgically abandoned and replaced. The crt-d was explanted and replaced. No additional adverse patient effects were reported.